Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the back, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient reported not feeling well. At the time, his cgm displayed an urgent low glucose reading, and he consumed food and a drink; however, his symptoms did not improve. Believing he was experiencing hypoglycemia based on the cgm reading, he administered baqsimi nasal glucagon. The patient¿s mother picked him up at approximately 12:00 pm and transported him to the emergency room, arriving around 12:50 pm. In the emergency room, a fingerstick blood glucose test was performed, showing a value of 437 mg/dl. It was noted that the patient was using a beta bionics ilet insulin pump, which had suspended insulin delivery due to the urgent low cgm reading. The patient was admitted to the hospital and received intravenous fluids as well as novolog and lantus insulin via manual injections during his stay. It was also mentioned he was diagnosed with diabetic ketoacidosis (dka). He was discharged on (B)(6) 2026 and continued insulin injections following discharge. The patient reported that he was feeling much better and was ¿fine¿ at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.